Event description:
It was reported during in clinic follow up that the atrial lead had perforated the cardiac tissue and the pericardial effusion resulted. Perforation was confirmed via chest x-ray. The lead exhibited high capture threshold and a failure to sense. The lead was successfully repositioned on (B)(6) 2023. The patient was stable following procedure.